Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, a (B)(6) male patient's nurse reported that the patient removed the lifevest due to an open sore on the left side of his back. The patient was prescribed an ointment and the nurse placed gauze on the wound. The lifevest was re-adjusted so that the electrodes could maintain contact with the skin and not interfere with the area. There was no additional follow-up on the condition of the area.